Event description:
It was reported that four days post implant, the right atrial (ra) lead dislodged into the right ventricle. The patient's family further reported that the patient began to move their arms violently throughout the night and was later constrained because of repeated events. The lead was repositioned into the atrial appendage and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.